Event description:
On or around 11/23/97, the account reported an erratic bhcg result of 4 mlu/ml, which was run on the imx instrument. According to further info rec'd from the account, the sample was originally run before another pt sample which also gave 4 mlu/ml. The tech who was operating the instrument was unsure if she put the sample on twice. The sample was retested on 11/24/97 and gave a result of >1000 mlu/ml. The pt was then redrawn and the sample sent out to a reference lab, which reported a result of 30,406 mlu/ml. The original sample was retested two different times, giving results of 12,390 mlu/ml (1:200 autodilution) and 15,524 mlu/ml. An amended report was sent to the provider. Further pt info has not been provided by the account. No report of injury. A technical service specialist, tss, visited the account on 12/03/97 and noted that the diluent syringe retainer screw was loose. A dispense check and photo check were also performed, with the medium standard failing for the photo calibration. The tss had reviewed previous result by the original tech and observed that the bhcg assay was run with pt samples in position 1 instead of the mode-1 calibrator. The tss also noted that the customer had previously set up the assay on the autodilution and put the multiplied printed result by the dilution factor. Amended results were sent out. No further pt info available.